Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned component confirmed that the carton is creased and damaged on all sides, and both thermal cavities are cracked. The device history records for the 00-5994-017-91, lot # 61236351 were reviewed and no deviations or anomalies were identified. This device is used for treatment. A complaint history search identified no other complaint for lot#61236351. The most likely root cause of the product damage appears to be caused by transit but the complaint is still being investigated under a CAPA at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the implant packaging was damaged and the sterility of the implant was considered compromised. Surgery was completed with a different implant.